Event description:
It was reported that the guidewire was used with a progreat catheter and resistance encountered during procedure. Upon removal, the guidewire was found folded and a new one was use. No patient injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to overload (combined tension and torsion). (B)(4)